Event description:
The customer's mother stated that the display went blank twice. Advised the mother of the possible causes for the blank display. The mother asked for the insulin pump to be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion found on the electronics. Unable to verify the occlusion test due to the blank display.